Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly never had a sign of an infection. The recipient's activation reportedly went well. The recipient healed well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion. On (B)(6) 2021, the recipient underwent repositioning surgery. During the pre-operation check, drainage was noted at the extrusion site.